Event description:
It was reported that stent dislodgement occurred. The patient presented with iliac stenosis. The >90% stenosed target lesion was located in the mildly tortuous and moderately calcified common iliac artery. A 7.0 x 30 x 135cm express ld stent was advanced for treatment. But the stent failed to cross the lesion. Upon removal the stent became dislodged as it was hung in part of the lesion. The balloon delivery system was removed, and a smaller in size sterling balloon catheter was inserted over the .018 non-boston scientific guidewire. The sterling was utilized to inflate inside the undeployed stent which deployed it properly and the procedure was completed. No patient complications were reported.